Manufacturer narrative:
(B)(6).

Event description:
The international philips field service engineer (fse) reported a ventilator had a faulty touchscreen. Patient or user involvement information is unknown and was requested from the philips international field service engineer (fse). The fse has not responded at this time. No patient or user harm has been reported. The device was evaluated by the fse. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The philips international field service engineer (fse) replaced the touchscreen. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.